Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and confirms the triggering of an occlusion alarm but this information is insufficient to indicate that it is related to a quality issue. The reported device was not returned to brézins for investigation. Device log was provided and upon analysis the reported event for downstream occlusion alarm was confirmed. However, it also indicates that this alarm was quickly attended by user and shows that the alarm was triggered because of an issue on patient side. No occlusion pre-alarm was recorded before, so pressure increase occured very quickly. Without device to expertise, it's not possible to identify an eventual quality issue with the device. However a potential dysfunction of the pressure sensor would have triggered permanent alarms or technical errors, which were not found in the device log for the 10 hours of infusion that were analysed. Therefore, based on available information and despite several requests for additional information, the root cause of the reported event remains unknown. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "royal darwin hospital (rdh) ICU department reported an agilia vp mc infusion pump malfunction. The pump was reported to be working ok all evening, the pump then alarmed with then a sudden downstream occlusion with no actual obvious visual occlusion occurring. Emergency noradrenaline was then needed to be administered to the patient. The infusion pump was removed from use in ICU and sent to the rdh biomedical team, this has then been sent to fk technical service team" initial reporter also communicated that this situation did not result in patient harm. Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.